Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and the fluoroscopy photo provided confirm the breakage of the intertan nail ,but based on the limited information provided, the limited view of the image, and without the return of the device for evaluation the root cause of the broken intertan nail cannot be determined. The impact to the patient beyond the revision cannot be concluded. Should additional information becomes available this issue can be re-elevated. No further clinical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed on the patient due to the breakage of the intertan nail.